Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was not functioning properly. Issue was first noticed 2 weeks prior to call. Troubleshooting confirmed the down button was defective; the up button functioned as intended. Pt received this infusion device in (B)(6) 2008, and delivers 6-7 boluses per day. Down button pops up after being pressed. Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for eval. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.